Manufacturer narrative:
One, bi -directional d-f sensor enabled, advisor hd grid catheter was received for evaluation. The shaft was kinked proximal to the paddle. The catheter was inserted and withdrawn from a stock agilis sheath with resistance noted at the kink. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink in the shaft and insertion difficulty remains unknown.

Event description:
During the pvc procedure, it was noted that the catheter was not maneuvering properly. The catheter was attempted to be removed for inspection. A resistance was noted when removing so a lead was added to look. There was a kink in the catheter and it could not be removed from the aorta. The device was slowly removed near the sheath entrance and the bent became undone and was able to be removed without any consequences to the patient. The catheter was exchanged and the procedure was completed with no adverse consequences.